Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2158-70 serial #: (B)(4) description: linear lead with enhanced stylet, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a lot infectious tissue at the ipg site. The patient was hospitalized and was given antibacterial. The patient underwent an explant procedure. The physician did not believe that the infection was device related. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that during the patients implant procedure, a piece of gauze was left inside which might be the cause of the infection.

Event description:
A report was received that the patient had a lot infectious tissue at the ipg site. The patient was hospitalized and was given antibacterial. The patient underwent an explant procedure. The physician did not believe that the infection was device related. The patient was doing well postoperatively.